Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as the patient did not wear a mask and did not follow proper procedures. The event was manifested by abdominal pain, vomiting and cloudy effluent. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (1g every fifth day for a fourteen days course) and intraperitoneal fortum (1g daily for a fourteen days course) for peritonitis. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. The patient has not been retrained on proper aseptic technique yet. No additional information is available.